Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that in (B)(4) 2010, the pt reported that her husband's voice had an "echo" quality to it. In (B)(4) 2010, she began complaining of feedback (whistling) from the device. Troubleshooting at the clinic resulted in the replacement of the original audio processor. Upon using the replacement audio processor for the first time, the pt reported static and then no sound. The audiologist attempted troubleshooting. Both the original and replacement audio processors were functioning correctly. The pt denies trauma to the head. No pain was reported. She also denies recent illness, including a cold or allergies. She did note that she has experienced fullness in her ear since the time of implantation in (B)(4) 2010.